Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Territory manager reported via phone call that a demo insulin pump had a blank display. It was stated that the display was not blank less than 30 seconds and the display was currently blank. It was stated that the contacts on the battery cap are damaged and the battery compartment and spring are corroded. It was advised not to use the device. The insulin pump would be replaced and returned for analysis.